Manufacturer narrative:
Additional findings unrelated to the reported complaint were also observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.132¿ - 0.129 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of system logs showed that the cadiere forceps was last used on system number sk1923 on (B)(6) 2020 and it had 8 lives remaining. No image or video was provided for review. A site history was performed and no additional complaints for this product were found. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the cadiere forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the cadiere forceps had a broken cable sticking out the side. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.